Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 23 mm bioprosthetic valve, transesophageal echocardiogram (tee) showed evidence of blood welling and a false channel (aorto-ventricular disruption). The patient was placed back on cardiopulmonary bypass (cpb) and the valve was explanted and replaced with a 19 mm non-medtronic valve with repair of the aorto-ventricular disruption. No further adverse patient effects were reported.